Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had a high blood glucose of 499 mg/dl. They had been treating only with the insulin pump. The caller was advised to call back to troubleshoot when the customer is with them. The insulin pump will not be returned for analysis.